Event description:
The customer reported high total bilirubin (tbil) patient results were generated by a au2700 chemistry analyzer after a preventative maintenance (pm) procedure was performed on the instrument. The customer alleges 25 to 50 high tbil patient results were generated. None of the high tbil results were reported out of the laboratory and patient treatment was not impacted in connection with this event. The customer provided seven repeated tbil results for review; of the results, one result is considered erroneous according to clia proficiency limits. The customer stated the tbil calibrations and quality control (qc) results were within set limits. The customer replaced the instrument's syringes and probes and requested service.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the sample probe transport unit after determining proper alignment of the sample transport assembly was not possible. In addition, the fse replaced both sample probes and the r-1-2 reagent probe due to damage. The s-2 syringe case was leaking and was also replaced. Afterwards, the customer was able to perform a major run without generation of false high tbil results.